Event description:
It was reported that the patient went to the hospital because the inflatable penile prosthesis (ipp) was not working properly. The device was tested and it was noticed that after the pump was pressed it remained dimpled. Two weeks later, a revision surgery was performed in which the pump was removed and replaced. No patient complications were reported.

Manufacturer narrative:
Upon receipt at our quality assurance laboratory, this inflatable penile prosthesis (ipp) pump underwent a thorough analysis. The component was visually and microscopically examined, and leak/functionally tested. A leak was found from fatigue on one of the kink resistant tubing (krt) cylinder sections by the strain relief junction and the pump did not pass the activation tests. Based on the information available and analysis results, the activation issue identified in the pump could have caused or contributed to the reported clinical observation of collapse pump and mechanical issues.

Event description:
It was reported that the patient went to the hospital because the inflatable penile prosthesis (ipp) was not working properly. The device was tested and it was noticed that after the pump was pressed it remained dimpled. Two weeks later, a revision surgery was performed in which the pump was removed and replaced. No patient complications were reported.